Event description:
The manufacturer received information alleging a "ventilator service required" alarm occurred during patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" error code was found in the ventilator's downloaded event log indicating the pressure difference between the monitor sensor pressure and the outlet pressure exceeded the prescribed value had occurred. Contamination of dirt was confirmed on the flow sensor by checking the inside of the device, it has been determined that error was caused by the dirt, and the flow sensor was replaced to address the issue. Additionally, blower assembly and muffler assembly were replaced due to contamination of dirt.